Event description:
Hcp reported a patient in the study experienced an open scalp wound and exposure of dbs wires. She was treated with intravenous antibiotic vancomycin for 14 days. In the lead wires explanted. Postop CT of brain showed removal of bilateral dbs wires without complication. Culture showed 5 colonies of propionibacterium nenes, sensitive to vancomycin. Remaining device hardware was explanted the following month and the patient completed a seven day course of intravenous vancomycin. Parkinson's symptoms were controlled with medication. The infection resolved.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary lfj073725v defib conductor fractured; full lead analyzed h10: f10: mfgs device and pt codes also used.